Manufacturer narrative:
Unit passed displacement test and self test. No pump error alarm noted during testing, however pump error alarm was present in the pump trace download due to broken trace at u1 pin 1/vdd on keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alert. Customer's blood glucose level was 165 mg/dl. Customer reports they were able to clear the alarm. Customer received request to rewind the insulin pump. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.